Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter damage. The following information was provided by the initial reporter: nurse was ready to infuse the patient. When the venous indwelling needle was taken out to prepare for venipuncture, it was found that the indwelling needle catheter tubing was broken, and the indwelling needle was replaced immediately without causing any harm to the patient.